Event description:
The patient reported that the up arrow keypad button was intermittently responding to button presses since the pump was replaced in (B)(6) and states that he is still able to use the pump. The keypad was reportedly intact; the patient wore the pump in a leather pouch on a necklace and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.